Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013348190); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective transcatheter aortic valve procedure using the 34 millimeter (mm) fx+ transcatheter aortic valve and delivery system, the system was recaptured on the first deployment attempt. On the next screening imaging in the cusp overlap view, a valve infold was observed and was confirmed in another projection. The decision was made to remove and discard the valve and delivery system after the infold was confirmed. A new valve and delivery system was then used and was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was not performed. The deployment starting point was mid pigtail catheter, and the valve dislodged towards the aorta. Prior to dislodgement, the implant depth was 2 mm. A non-medtronic guidewire was used.